Event description:
Pt spontaneously stating ms3 pump beeping and asking for pass code. Pt did keep batteries in pump but after cnss reprogrammed pump multiple times appears pump does not keep its programming. Pump not in use and, no side effects or lapse in therapy during malfunction. Pt has / using back up pump. Replacing and pt will send back pump. (B)(4). Did the reported product fault occur while in use? Yes; did the product issue cause or contribute to pt or clinical injury? No. Reported to (B)(4).